Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. One of the electrode belt cables was severed.